Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, rapid battery discharge and extended charge time limit being reached were observed. The device was explanted.